Event description:
Patient reported "moderate breast pain". Patient later reported "raynaud's phenomenon" that have been deemed not device related. Patient later reported "ulnar nerve damage, corpal and carpel tunnel damage right arm, elbow and wrist" and "red spots on my forearms and vulvar swelling appear then disappear, but the vulvar itching". This record is for the right side. Device was explanted and replaced and it is unknown if the device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "ulnar nerve damage, corpal and carpel tunnel damage right arm, elbow and wrist" and "red spots on my forearms and vulvar swelling appear then disappear, but the vulvar itching". Information contained in this report was previously submitted through asr / psr on 2/3/2016. The reported events are physiological complications, and device analysis typically does not help allergan determine the cause.